Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed that there were battery alarms and pump reboot events on (B)(6) 2015. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. The battery cap was unable to maintain an electrical connection due to the cap detaching. The battery cap threads were damaged. The pump powered on with a test battery cap to a dim discolored display. The audio bolus button cover had a tear in the center, but was still responsive. The pump's current draws were within specification.